Event description:
On (B) (6) 2008, an elevate sling was implanted. On (B) (6) 2008, it was reported subject had a vaginal infection. Severity as mild. Possibly related to the device and procedure. Medical action taken: medication-metromidazole 400mg pd 7 days. Resolved on (B) (6) 2008.